Manufacturer narrative:
The investigation determined that higher and lower than expected vitros iga results were obtained from non-vitros quality control (qc) fluids processed using vitros chemistry products iga reagent in combination with a vitros 4600 chemistry system. The assignable cause of the event is most likely instrument related. The customer stated that the same vitros iga reagent pack was used on an alternate vitros system providing acceptable results, thus ruling out the reagent as a contributor to the event and indicating a possible instrument issue. Acceptable results were obtained on the vitros 4600 chemistry system after the photometer lamp was replaced and an additional calibration of reagent lot 1503-10-7115 was conducted. Historical vitros iga quality control results are not available to adequately evaluate the vitros iga reagent performance. However, there is no evidence to suggest a reagent issue contributed to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros iga lot 1503-10-7115. In addition, it is unknown if the customer processed the same control fluids on the alternate vitros system. Therefore, an issue with the quality control fluids or fluid handling could not be ruled out.

Event description:
A customer reported both higher and lower than expected vitros iga quality control results obtained from non-vitros quality control (qc) fluids using vitros chemistry products iga reagent on a vitros 4600 chemistry system. Mas control lot osr20061a vitros iga results of 157, 152 and 136 mg/dl versus the expected vitros iga result of 101 mg/dl. Mas control lot osr20062 vitros iga results of 28, 29, 18 and 129 mg/dl versus the expected vitros iga result of 247 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros iga results were obtained when processing quality control fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).